Event description:
It was reported that the pulse generator exhibited ventricular impedance greater than 3000 and no capture. When the device and leads were tested through the psa impedance and capture were normal. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomalies were found.